Event description:
It was reported that a remote monitoring transmission was sent due to the patient feeling short of breath. The patient was noted to have multiple episodes of atrial fibrillation on the day of the transmission. One atrial undersensed event was noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).